Manufacturer narrative:
Continuation of d10: 4592 lead implanted: (B)(6) 2014. 5086mri52 lead implanted: (B)(6) 2014. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the clinician called to inquire why the device feature, when enabled, automatically monitors atrial pacing thresholds at periodic intervals was not running. The clinician stated that the current electrogram (egm) did not confirm capture and intermittent atrial undersensing was noted. Additionally, the clinician noted that last time the patient was in clinic, neither atrial capture or atrial sensing could be confirmed and that the patient may have had atrial standstill when they were in clinic. It was also noted that the p-wave measurements were very small. The right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.